Manufacturer narrative:
The initial medical device report was submitted (2938836-2013-09199) lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that an asymptomatic patient presented in the clinic with device exhibiting premature eri. The device was explanted and replaced. The patient was doing well after procedure.